Manufacturer narrative:
Follow-up #1: date of submission 08/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the original complaint could not be duplicated. The battery cap was not returned, so a test cap was used for testing. The audio and vibration alarm responded upon power up with the use of the audio bolus button as well as for alarm notifications. The pump case was removed and no evidence of moisture or loose components were found inside the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the patient contacted animas alleging that the pump had no audio tones. During troubleshooting, it was revealed that the vibratory features were working. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.